Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to cut the suture. The cinch jammed and could not be removed. The suture was cut with scissors, and the cinch was able to be removed. The procedure was completed with a new suture and cinch. The procedure was delayed approximately one hour as a result of this event. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4,h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation block h11 the device was not returned for analysis; therefore, a technical analysis could not be performed. According to the information provided, the device was lost at the facility. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to cut, prolonged episode of care and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. On the other hand, for the events additional device required and prolonged episode of care it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence.